Event description:
As per pss case: patient already has a total left femur inside which needs to be shortened but we have maxed out all our options to shorten the construct without extensive dissection into the hip. The current 80mm male to male extension is too long and is the most distal/ last segment which connects to the "distal femur." Off the shelf products are not sufficient to address his leg length and rotation issues without extensive risk/amputation to patient.